Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead threshold gradually increased since implant. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded from 49.5 cm to 50.3 cm and 53.7 cm to 53.9 cm from the connector pin. The proximal coil was exposed in both areas. Abrasions are indicative of exposure to constant friction with another implantable device.